Event description:
In 2006, the patient was treated for a thoracic aortic aneurysm with the gore tag thoracic endoprosthesis. The first device was implanted distally, the second device was implanted proximally. Intra-operative angiography showed what the physician believed to be either a type ii or type iii endoleak at the overlap of the devices. A third device was implanted to resolve the endoleak. Completion angiography showed the endoleak was resolved. A follow-up exam revealed an endoleak. A re-intervention took place five months later. The physician relined the original devices with a gore tag thoracic endoprosthesis. Post ballooning, a small type ii endoleak was still evident. The physician chose to wait and watch the patient closely.

Manufacturer narrative:
Device remains functioning in patient. A review of the manufacturing paperwork is being conducted.